Event description:
The customer reported "pod failures without alarms" that "sent her into dka," requiring her to go to the hospital. Upon returning home from the hospital and applying four pods, all had "failed, risking dka again." (Note: though pod "failures" were cited, no specific failure modes were identified.) Insulet customer support had attempted to contact the customer for add'l info about the event and the pod issues that were experienced, but she could not be reached. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval, we are unable to confirm any device malfunction that may have caused or contributed to the customer's dka, resulting in hospitalization. Although numerous "failure" with numerous pods were cited, no specific failure mode was noted in the report. Based on the info provided and in the absence of a device eval, we cannot confirm that a pod malfunction was a contributing factor to the customer's dka. No conclusion can be drawn. No pod lot number was provided, a review of lot qualification records was therefore unable to be performed.